Event description:
It was reported that a lead safety switch (lss) occurred with this pacemaker system. The rv lead is a non-boston scientific product. The device was programmed to unipolar pace and bipolar sense. The patient will continue to be evaluated via the remote monitoring system. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a lead safety switch (lss) occurred with this pacemaker system. The rv lead is a non-boston scientific product. The device was programmed to unipolar pace and bipolar sense. The patient will continue to be evaluated via the remote monitoring system. No adverse patient effects were reported. This product remains in-service.